Manufacturer narrative:
Batch review performed on 23 april 2018. Lot 173434: (B)(4) items manufactured and released on 20.09.2017, expiration date: 2022-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 23 april 2018: postoperative femoral fracture, few weeks after primary cementless tha in a (B)(6) year old woman. The fracture may have occurred during walking re-education period of time when a sudden movement on a femoral bone weakened by the normal intraoperative preparation could have favoured the this event. No reason to suspect that this event is due to a faulty device.

Event description:
The patient came in complaining of pain 19 days after primary. The surgeon determined the patient had fractured her femur. The cause of the fracture is undetermined. There was no mention of trauma by the patient. The surgeon revised the stem. The surgery was completed successfully.

Manufacturer narrative:
This supplemental report was sent in order to correct the initial 30 days report, in which, by mistake we flagged "death", instead of "serious injury" that should have been the right answer.